Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. The user is trained to the device. There were no visible signs of device/package damage prior to use. The device was prepared and used in accordance with the instructions for use (IFU). The device was stored as per the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. The user is trained to the device. There were no visible signs of device/package damage prior to use. The device was prepared and used in accordance with the instructions for use (IFU). The device was stored as per the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that button 1 button 2 were not depressed. The syringe was received connected to the device, and the procedure sheath was not received for evaluation. The stopcock was observed open. The balloon was found fully deflated. In addition, the sealant was found fully covered by the sealant sleeves and no damages were observed on sealant sleeves assembly. The inflation/deflation test, as per the mynx control instructions for use (IFU), was conducted. The findings indicated a balloon leak in the ballon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device. Since this issue was found during preparation of the device, handling factors during prep are likely. According to the mynx control IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/ or handling process may have contributed to the failure as reported. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.